Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps of four (4) to five (5) homechoice low recirculation volume apd set with cassettes were not on the top of the tubing; the caps were removed. This was observed prior to use of the devices for peritoneal dialysis therapy, when opening the bags. There was no damage noted on the solution and drain lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.